Event description:
This report is being filed as the implanted mitraclip (10247615/(B)(4)) was thought to have moved on the mitral leaflets and may have harmed the leaflets. It was reported that a patient underwent a mitraclip procedure on (B)(6) 2014. One clip (10247615/(B)(4)) was implanted and the functional mitral regurgitation (mr) grade was reduced from 2-3 to 1. Acute outcome of the procedure was successful. Two days post procedure, the patient's mr worsened (3-4). A second mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted lateral to the first clip. During the procedure, the previously implanted clip was confirmed to be stable and attached to both leaflets. The mr was reduced from 3-4 to 1; the second procedure was successful. Per the physician, the leaflets were probably harmed during the initial procedure due to poor visual overview by the transesophageal echocardiogram imaging and the clip must have moved/slid after the procedure resulting in increased mr. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that in the opinion of the physician, the procedure was fully dependent on good transesophageal echocardiogram (tee) imaging and since the imaging in this case was very difficult, positioning the initial clip was also difficult.

Manufacturer narrative:
(B)(4). As the mitraclip remained implanted on the mitral valve leaflets, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to adhere or bond to the leaflets incidents from this lot. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve. The information provided in the case details stated that per the physician, the procedure is fully dependent on good transesophageal echocardiogram (tee) imaging and since the imaging in this case was very difficult, positioning the first clip was also difficult. In addition, the leaflets were probably damaged during the initial procedure due to poor visual overview by the tee imaging and the clip must have moved/slid after the procedure, resulting in increased mitral regurgitation (mr). In this case, it is likely that the difficulty grasping the leaflets during the initial procedure was related to the challenging visualization during the procedure. Additionally, the tissue damage, resulting in the eventual partial clip movement and worsening mr two days post procedure was likely due to the grasping attempts. Based on the information reviewed, the reported failure to adhere or bond to the leaflets, clip movement, tissue damage and worsening mr appear to be related to patient/procedural conditions and not a product quality deficiency. The patient effects of worsening mr and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains implanted on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.